Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Access was obtained via the left femoral artery. The 99% stenosed lesion was located in the moderately tortuous and calcified left femoral artery. The left femoral artery was predilated with a 1.5mmx20mmx143cm coyote es balloon. The coyote es balloon was inflated to 6atms and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole adjacent to the distal edge of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Access was obtained via the left femoral artery. The 99% stenosed lesion was located in the moderately tortuous and calcified left femoral artery. The left femoral artery was predilated with a 1.5mmx20mmx143cm coyote es balloon. The coyote es balloon was inflated to 6atms and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.